Event description:
(B)(4).

Manufacturer narrative:
Requested the unit to be returned for failure investigation.

Manufacturer narrative:
The customer stated that the ag-920pa multi-gas unit is making a lot of noise and will not take co2 readings and sound like the pump is going out. The unit was evaluated and it is pretty loud while running but reads co2 correctly when calibrated with test gas and calibrates without error. This unit was tested several times. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.